Event description:
It was reported that during a therapeutic stone retrieval procedure the dr had the basket around the stone but the basket would not close, so he cut the basket off outside the pt at the handle. Then he took the scope out, went back in and lasered the stone, flushed the fragments and then removed the basket he had cut off, with no complications to the pt.